Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion, the patient experienced nocturia, frequency, interstitial cystitis, urgency, and recurrent uti's.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced infection, recurrence, bleeding, dyspareunia, and bloating. It was reported that on (B)(6) 2005 patient underwent vaginal repair of vesicovaginal fistula and cystoscopy with placement of bilateral ureteral stents.

Manufacturer narrative:
Concurrent procedures: cystoscopy, bilateral retrograde pyelograms, eua, bladder filling tampon test